Manufacturer narrative:
(B)(4). The device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition, each pmg wire guide comes with an attached caution label which illustrates: "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Product was returned in a used and damaged condition. An examination of the returned product could find no reasons for device failure. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specifications. Specific to this complaint the event description states, "was impossible to remove the guide wire from the needle." The potential for damage to the wire when attempting to withdraw through the needle is documented in the IFU and/or an attached label. Root cause is due to instructions not followed. We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk assessment to warrant risk reduction activities.

Event description:
A male pt underwent arm PICC placement, basilica vein at first, but with the problem the PICC line was inserted in the humeral vein on (B)(6) 2013. The metal tip at the end of the guide was detached (10-12 cm). They could retrieve the guide. It happened during the procedure. Additional information received (B)(6) 2013: "the floppy part of the wire guide was damaged, it was impossible to removed the guide wire from the needle. The floppy part was frayed. The customer has to insert the catheter in another vein." Per information received from rep on (B)(6) 2013: the metal tip was not retrieved because it was damaged but not detached from the guide wire. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.